Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 24.8 mmol/l (446.4 mg/dl) while wearing the pod on their abdomen between 5 and 24 hours. The patient stated that they placed the pod the previous evening and they were experiencing high bg levels. Upon removal of the pod, the patient noticed the cannula had not inserted into the infusion site. As treatment a new pod was applied.

Manufacturer narrative:
The device was received for evaluation. Inspection of the bottom housing and environmental seal found no damage or manufacturing defects that would indicate that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined.